Event description:
It was reported that a 56-year-old caucasian female patient underwent revision breast augmentation with a 700cc mentor memorygel breast implant on both sides and was experienced bilateral breast implant rupture postoperatively. As a result, the patient underwent bilateral replacement surgery on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 20, 2022, mentor became aware that there was no complication on the right side, and patient experienced left side rupture, capsular contracture; baker grade unknown, ptosis, and granuloma. Replacement devices used on (B)(6) 2022 were catalog number 3505004bc; serial number (B)(6) on the right side, and catalog number 3505004bc; serial number (B)(6) on left side. On august 1, 2022, photo analysis was completed as below: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Corresponding codes have been updated on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).